Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited intermittent loss of capture along with increased pacing thresholds and impedance measurements less than 200 ohms. It was reported that the pt had experienced a witnessed syncopal episode and had hit their head. During troubleshooting, the loss of capture was able to be reproduced with deep breathing and strong laughter. The pt underwent a revision procedure and this lead was surgically capped as the system had to be moved to the right side due to pt anatomy/occlusion. No further complications have been reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.